Event description:
The 840 ventilator alarmed and stopped cycling while in use on a pt. The pt was manually resuscitated and successfully transferred to another ventilator. There was no allegation of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory and replaced the components associated with that error code. The unit passed extended self testing.